Event description:
It was reported that this implantable pacemaker recorded a code 1003 upon interrogation. Technical services (ts) will wait for the file for further evaluation. As of this time device remains in service. No adverse patient effects were reported.